Event description:
It was reported that the 9800 system had a collimator iris potentiometer and collimator stuck errors. The footswitch would not work and the vertical lift column would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply was replaced and the collimator gear was tightened during the service call. The customer will have the collimator, high voltage cable, and the footswitch replaced by a third party contractor.